Event description:
Collimator in/out did not function correctly on the hand control. While pressing and holding either enable button and then pressing in or out the motion would not occur until you released the in or out button. The motion selected then occurs after release of in or out button and will stop only when the enable is released.